Manufacturer narrative:
(B)(4).

Event description:
The pt was admitted to hospital with one eye dilated. The physician attributed the pt's symptoms to the pump; the pt, however, did not agree that it was pump related. The pt had a laparoscopy for adhesions recently and had seen a colorectal surgeon to have 2/3 of her bowel removed. She had experienced diarrhea, vomiting, new left ovarian and generalized pelvic pain, and an inability to eat. The pt felt these symptoms were related to her autonomic dysfunction and not the device system. They had planned to do an MRI. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.